Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, the customer who is a facility site biomedical technician stated that the device has a broken power switch .customer wanted to know if the device needed to come into repairs and wanted to see if he could order a new part. Tac advised customer that the device would need to come into the repair center for evaluation repair. Customer declined initiating an RMA (return material authorization) and indicated that they will later, stated they were looking at purchasing a new leak tester and wanted to verify. In a follow up call with the customer, customer stated that he will fix the defective button as it is not safe to use. Customer stated that he will not return the device but will replace the green button and will fix it. Customer stated that he called olympus and asked if he can purchase the green button to replace the defective unit but found out that olympus does not sell the button itself for replacement. Scott stated he will get a replacement button from a third party. Customer confirmed no patient involvement on the reported issue and no user injury. No further details provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device power switch on/off button was found broken. The green power button was loose looking and could see a plastic lamp wire lightly exposed behind the power button. The issue found during maintenance. There was no patient involvement associated on this reported event. No user injury was reported.

Manufacturer narrative:
Based on the results of the investigation, the actual product has been manufactured for about 15 years, it is considered that the product was damaged due to normal use . Olympus will continue to monitor complaints for this device.